Event description:
Complaint of inaccurate results reported by a consumer through (B)(6) pharmacy. Consumer's relative claims inaccurate results led to improper medication resulting in death. Pt was a type I diabetic.

Manufacturer narrative:
(B)(4).